Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates to address bg. The customer alleged that the pump was not delivering insulin properly. Tandem technical support (cts) reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.